Event description:
Resident of nursing home being transferred via mechanical lift (medcare lift) and the nylon webbing of the cloth support sheet tore on three seperate corners during transfer. Facility removed all similar sheets from the units and inspected. All medcare lifts removed from units and inspected. Lifts functional and returned to units.